Manufacturer narrative:
This report is submitted on july 19, 2018.

Event description:
Per the clinic, the patient suffered a head trauma at the implant site. Subsequently, testing performed found some electrodes to be open circuit. The implanted device remains.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2018 and the patient was reimplanted with another device during the same surgery.